Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hematuria. After a pulsed field ablation (pfa) procedure with a farawave pulsed field ablation catheter where 44 applications were given, the patient had blood in the urine. The event was treated giving fluids to the patient and had successfully recovered. The device is not expected to return for analysis.